Event description:
It was reported that the patient had an event of syncope, fell, and sustained a head injury and was in a coma. The patient was admitted through ER. Oversensing (inhibition of pacing) with delivery of multiple shocks was reported, sensing integrity count was elevated, and numerous non-sustained tachycardia episodes occurred. The real time egm showed profuse nonphysiologic sensing. Patient alert had been going off for one month and the patient did not hear it. Patient had no underlying rhythm and was pacemaker dependant. Later review of the manufacturing database, the patient deceased as of (B)(6) 2010. Cause of death has been requested and not received. There is no allegation from a health care professional that the death is device related. Based on follow-up received from the manufacturer's representative, it was further reported that all shocks delivered to the patient were inappropriate.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Information subsequently received on revealed the patient had died. Of note, the reportable serious injury is normally submitted via a bimonthly medwatch report submission that should have been due on (B)(6) 2010. However, as there is now information that reasonably suggests that the device has or may have caused or contributed to a death, this now requires submission as a 30-day report. The patient had fallen and suffered a subdural hematoma, was intubated and comatose on arrival to the emergency department. The manufacturer's representative stated that there was an allegation of device relatedness to the cause of death by a healthcare professional but he declined to comment further. The patient's records have been requested for the cause of death and not received.

Event description:
It was reported that the patient had an event of syncope, fell, and sustained a head injury and was in a coma. The patient was admitted through ER. Oversensing (inhibition of pacing) with delivery of multiple shocks was reported, sensing integrity count was elevated, and numerous non-sustained tachycardia episodes occurred. The real time egm showed profuse nonphysiologic sensing. Patient alert had been going off for one month and the patient did not hear it. Patient had no underlying rhythm and was pacemaker dependant. Later review of the manufacturing database, the patient deceased as of (B)(6) 2010. Cause of death has been requested and not received. There is no allegation from a health care professional that the death is device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Information subsequently received on revealed the patient had died. Of note, the reportable serious injury is normally submitted via a bimonthly medwatch report submission that should have been due on 10-oct-2010. However, as there is now information that reasonably suggests that the device has or may have caused or contributed to a death, this now requires submission as a 30-day report.